Event description:
Watchman clinical trial. It was reported that a cerebral vascular accident occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced a stroke. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
Watchman clinical trial. It was reported that a cerebral vascular accident occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced a stroke. No further information on the status of the patient is available. It was further reported the patient participated in the champion af clinical trial. The patient presented to the hospital with aphasia in (B)(6) 2022. Magnetic resonance imaging (MRI) identified an embolic stroke and intravenous and intramuscular medications were administered. The patient was discharged seven days post admittance to the hospital.